Event description:
It was reported by the chief perfusionist that the attachment screw from the pt's battery clip fell out, and the pt experienced a loss of power. The battery clips were exchanged and the problem was resolved. There was no pt injury. No further issues have been reported.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. Supplemental report will be submitted when the device analysis is completed.